Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported threads were coming out of an olympus gastrointestinal videoscope during procedure. There was no patient injury reported.